Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that she was having issues with getting things uploaded to carelink. The customer stated that her meter will not turn on. The customer stated that she was cleaning it and it broke. The customer stated that it broke where the little circle is locked and unlocked. The customer will call back to troubleshoot her pump shutting off.